Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion (bd) alert. This s-ICD emitted beep tones. Technical services (ts) discussed battery depletion error possibly due to continuous magnet exposure however, the health care professional (hcp) was not aware of any magnet application for this patient on or around that date. A request was made to have data from this device analyzed in which analysis confirmed the bd error was caused by a large number of magnet detections and the error could be reset. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.